Event description:
The pt was using a pleurx vacuum bottle with drainage line to remove excess fluid from the pleural space. During the drainage procedure, the access tip became separated from the drainage line, but not from the pleural catheter valve. Therefore, the interior of the pleural catheter was temporarily exposed to the atmosphere. Soon thereafter, the pt felt pain in the chest wall and removed the access tip from the pleural catheter valve, which is automatically closed in the absence of the access tip. The pain subsided over the next day. The remaining bottle/drainage line assembles in the kit performed as expected and subsequent drainage procedures did not cause any recurrence of the pain.